Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00105. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the popliteal artery using pod6s. During the procedure, while attempting to advance a pod6 through a lantern delivery microcatheter (lantern), the physician experienced resistance after advancing the pod6 approximately twenty centimeters into the lantern. The pod6 was then removed and the lantern was flushed. Next, the physician made another attempt to advance the pod6 through the lantern but was unsuccessful. The pod6 was removed again and a new pod6 was opened. The same lantern was flushed and an attempt was made to advance the new pod6 through the lantern; however, friction was encountered again. Therefore, the pod6 was removed and the procedure was successfully completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.